Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not work at all anymore and there was moisture in the battery compartment. Customer's blood glucose level was unknown. Customer stated that tried to scratch it off but the pump did not function anymore. Customer stated that they only went into the swimming pool in mexico for about 10 minutes but after that swim the issues started. Troubleshooting was not performed. The device will be returned for analysis.